Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported prior to procedure that the atrial lead helix would not extend. The lead was replaced. There were no patient consequences.